Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the ptfe coating was slightly compressed and scraped at 37.7cm from its proximal end. The ptfe coating appeared to have been scrapped off the device and it appeared that the torque device had been dragged down the device. No other anomalies were noted. The anomalies noted to the device are indicative of the torque device not being securely tightened onto the device. As the directions for use specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling this issue is considered to be due to use/user error.